Event description:
(B)(4). Well since I had essure done. This first 2 months I couldn't walk was so weak from my legs . Had hot flashes thru the night. Was very dry when having intercourse. Have lots of migraines. During my period I get very bad cramps heavy period that last a week. And every month I'm late about 20 days. Spot after finishing my period. Thru the month I get really sharp pain in my uterus. I feel fatigue every day I feel I had lost my self I feel sad that I can't be good for all four of my kids.